Event description:
The customer reported via phone call that the sensor needle broke off and became stuck in her body. The customer stated that she was able to pull the needle out and that the needle had retracted. She stated that the sensor had hit a blood vessel and observed bleeding at the insertion site. The customer did not recall her blood glucose reading at the time of the event. She stated that the sensor had broken off due to lying down on the device and advised that the issue had been her fault. She declined to have the sensor replaced. She advised that she had been fine since then and stated that she had no issues with the sensor insertion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.